Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with no asystole and high pacing thresholds. There was no reason found for these issues aside from potential lead malfunction. Subsequently, this rv was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead helix was extended with dried blood/body fluid in the helix housing and tissue entwined in the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with no asystole and high pacing thresholds. There was no reason found for these issues aside from potential lead malfunction. Subsequently, this rv was explanted and a new lead was successfully implanted. Eventually, this lead was returned. No additional adverse patient effects were reported.